Manufacturer narrative:
The product involved in the report is not available to be returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 28 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-13761 this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, after suctioning the patient, an attempt to clear the line using saline was made, and the user discovered the part was missing and air was leaking through it. There was no report of a delay in therapy, harm or injury as a result of this reported event.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The complaint is confirmed based on analysis of photographic evidence provided by the reporter as the reported issue is clearly visible and consistent with the customer's description. However, the root cause could not be conclusively determined since the physical sample was not available for detailed evaluation and/or testing to determine the exact root cause. The device history record for lot 1576294 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(6) llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint- (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, after suctioning the patient, an attempt to clear the line using saline was made, and the user discovered the part was missing and air was leaking through it. There was no report of a delay in therapy, harm or injury as a result of this reported event.